Event description:
It was reported that the patient's implantable pulse generator (ipg) was moving in the pocket site causing discomfort. The patient underwent a procedure wherein the ipg and leads were explanted and that the patient was doing well postoperatively. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 14739657. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 14308703. UDI: (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) was moving in the pocket site causing discomfort. The patient underwent a procedure wherein the ipg and leads were explanted and that the patient was doing well postoperatively. The explanted devices will not be returned.